Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, on oesophagus-jejunostomy, the oral anvil had unintentionally disconnected from the probe during the insertion through the esophagus and the anesthetist had to recover the anvil. The user tried with another anvil with no problems. However, when the operator tried to connect the device with the oral anvil it was impossible to do it reliably closed. The component fell into the patient cavity and was retrieved. The surgery was extended by 75 minutes more. The distal esophagus was suffering an extra damage due to the greatest manipulation of the tissue thus the incision was extended by more than 1 inch and the procedure was converted to a laparotomy. The anastomosis was hand sewn. There was a big cicatrix due to the open procedure. The patient was hospitalized for two days.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the orvil anvil were bent or damaged. It was reported that the orvil anvil was difficult to attach to the handle, a component disengaged from the device into the surgical cavity, and the orvil anvil unexpectedly detached from the tubing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur as a result of rough handling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when mating the anvil with the stapler, ensure that the anvil center rod is aligned with the integrated trocar of the stapler. Do not grasp/clamp on the legs (open end) of the anvil/center rod assembly. Doing so can bend the legs and make it difficult to attach/detach the anvil to the integrated trocar of the stapler. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.